Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error after customer went into the swimming pool and the insulin pump got wet. Customer was unable to clear alarm in alarm history. Customer also reported that the insulin pump showed a frozen display because time clock was not visible on screen. Insulin pump self test was not passed. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify frozen screen, critical pump error (open book image) alarm, pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly.